Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. When customer took bolus and was not deliver, it flashes red. The customer received time out and not receiving any beep about bolus not delivered. Customer stated that they did not press a button down for 3 minutes or longer. The troubleshooting was performed for the stuck button alarm. The self test was performed and it was passed. The customer received stuck button alarm and it was just in the pocket not doing nor pressing anything. The no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.